Manufacturer narrative:
The reported event of noise was not confirmed. Visual inspection on the septum, setscrew and contact spring did not find any anomaly that could contribute to issues experienced in the field. Analysis performed, including thermal and mechanical testing of the device, did not find any anomalies. Assessment of total longevity was performed, and device was found to have appropriate remaining longevity.

Event description:
During a follow-up in clinic, there was noise noted on the device. The device was explanted and replaced, and the patient was stable with no consequences.